Event description:
New information notes that the lead was capped due to a lead fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient continued to have high, out of range pacing lead impedance and high thresholds. The patient did not report any symptoms as a result of the lead diagnostic changes. On (B)(6) 2018 the physician elected to cap and replace the lead. The patient tolerated the procedure well, and was stable pre-, mid-, and post-procedure.

Event description:
It was reported that during a six month follow-up high impedance was observed. It was noted that the patient was having dizzy spells and high capture thresholds. A three month follow-up was scheduled with the physician to discuss options. Lead remains implanted.